Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter's information was updated. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information was received confirming an abbott representative met with the patient and was unable to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet).

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient was unable to disable MRI mode. Troubleshooting attempts have been unsuccessful at disabling MRI mode. As a result, intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.